Event description:
Procedure: thoracotomy according to the reporter: at the time of suturing, the needle fell off the device. Used another device without further consequence. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).